Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences a burning sensation at the ipg site throughout the day. The pt plans to schedule an appointment with her physician. No further info is available at this time. On (B)(6) 2012, st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.